Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the low speed events that were captured in the submitted log file and reported by the account. The submitted log file contained data from (B)(6) 2020 through (B)(6) 2020. The log file captured low speed advisory alarms on (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020, associated with speed temporarily dropping as low as 5390 rpm. All low speed events occurred while the system was supported by the mpu and appear to resolve when the patient switches to battery power. The patient underwent an external driveline repair on (B)(6) 2020; however, the alarms reportedly returned following the repair. The patient will be maintained on an ungrounded patient cable and batteries moving forward. Approximately 15.5¿ of driveline, serial number (B)(6), was returned under work order #(B)(4). The proximal 2.0¿ was returned with the silicone jacket, clear bionate layer, and metal braided shield removed. Clear tape was wrapped around the distal end of the bend relief. The metal connector pins appeared unremarkable. An electrical continuity test of the driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. The clear bionate layer was unremarkable. Minor breakdown of the metal braided shield was observed along the length of the returned driveline. Microscopic inspection of the driveline upon removal of the metal braided shield revealed a breache on the brown wire approximately 7.5¿ from the metal connector which exposed the inner metal conductors. The observed damage to this wire appeared to be the result of fatigue failure due to repetitive flexing of the driveline in this area. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and no additional areas of compromised wire insulation were identified. The heartmate ii pump operates on a three-phase motor, where each phase is powered by two redundant wires. The brown wire represents one of the two redundant wires that comprise phase 2 of the three-phase motor. If the exposed conductors of the brown wire contacted the metal braided shield while the system was operating on a tethered power source (such as the mpu), the resulting electrical short to ground would have caused the low speed events reported by the account and observed within the submitted log file. Incidental findings: minor wear of the green dash alignment indicator on the metal connector was noted. A small crack in the metal connector bend relief was observed, repaired with clear tape. The relevant sections of the device history records for (B)(6) and for the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28mar2017. The heartmate ii lvas IFU is currently available. This IFU discusses pump speed, power, flow , and pulsatility index in section 1, ¿introduction¿. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller and the proper actions associated with them. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Section 8 "equipment storage and care" of the heartmate ii lvas IFU and section 6 "caring for the equipment" of the heartmate ii patient handbook provide instructions for cleaning the lvas equipment and provide a list of cleaning agents that can be used. The current heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller and the proper actions associated with them. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care¿. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was seen in clinic after reporting several low speed alarms. Patient said he had a very loud alarm that lasted for about one minute. The last speed drop recorded is on (B)(6) 2020. Patient has been asymptomatic. Left ventricle is small and he has a history of dehydration. Tech services was onsite (B)(6) 2020 for a driveline repair. The entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and the alarms returned a short time after. The patient will be maintained on a no ground cable and battery power moving forward.